Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken and it was therefore replaced. Analysis also found that the upper case was corroded, that the lower case was broken and corroded, that the knobs, heart block, lead flex cover, lead flex o-ring, output connector nut, output connectors, heart wire contacts, keyboard, heart block screws and the heart lead flex were contaminated, that the side bail covers were broken, the battery drawer was damaged and the ring bail was bent. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.